Manufacturer narrative:
Based on available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. The actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
Information received via complaint form indicates the following: "duodenal tube has slope and rough edges."